Manufacturer narrative:
The contact¿s phone number was not provided. The manufacturing location is currently not available. The device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the quick coupling device had a general wear out. It was further determined during the pre-repair diagnostics assessment that the device failed for check the physical condition of the equipment, quick coupling system, verification of free movement, running normal and for check unwanted oscillations. It was noted on the service order that the device had component wear and the lot and reference numbers were not visible. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as sep 20, 2007. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.